Event description:
One hour into dialysis treatment it was noted that machine was removing more fluid than out. Machine also leaking fluid venous line had kinked and was changed. Total fluid to be removed - 3000 cc. After 80 mins, monitor indicated 958 cc removed 300 cc saline given. Pt moved to another machine and original machine pulled.